Event description:
According to the reporter: sils shaft of the instrument splintered during procedure as shaft was not reinforced. Another device opened. No blood loss. Operative time did not exceed 30 minutes. No pt injury.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.